Event description:
During a percutaneous transluminal angioplasty to a superficial femoral artery (right or left unknown), the savvy balloon ruptured below rated burst pressure at four atmospheres. The vessel had moderate calcification with 100% stenosis. There was no vessel tortuosity. A guidewire was inserted across the lesion via a sheath introducer without difficulty and the balloon catheter was advanced to the lesion and inflated using an indeflator. However, the balloon ruptured and consequently, was withdrawn without incident to the patient. Another balloon catheter was selected and used to successfully complete the procedure. Further information indicated that the product was prepared and clinically used as per the product instructions for use.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.